Event description:
"The arthroplasty was revised due to a retained antibiotic spacer. The femoral and tibial components were revised. The components were implanted in situ for 0.42y. The pt presented witha ucla score of 1 three months prior to revision surgery." Note: medical records and x-rays were not provided to stryker for review.